Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an anterior lumbar inter-body fusion the surgeon had difficulty screwing three different screws into the plate. The fourth screw used was able to secure the plate. This resulted in a 20 minute delay in surgery; no adverse event was reported with the patient. This is report 1 of 3. (B)(4)

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.